Manufacturer narrative:
Device used for treatment, not diagnosis. Rommens, p.m. And et al. (2011). "Intramedullary nailing of proximal tibia fractures". Oper orthop traumatol 2011 dec; 23 (5):411-422 german article. This report is for unknown nail, unknown quantity, unknown lot0 UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, rommens, p.m. And et al. (2011). "Intramedullary nailing of proximal tibia fractures". Oper orthop traumatol 2011 dec; 23 (5):411-422 german article . In a prospective multicenter study on the stabilization of tibia fractures, 22 patients with proximal third tibia fractures were documented. A non-union was registered in 1 patient. This is report 1 of 1 for (B)(4). This report is for an unknown intramedullary (im) tibia nail. This report is for 1 devices.